Event description:
Needle tip bovie broke during hypospadias repair. Room staff searched for missing piece without success. X-ray taken in room after surgery ended and dressing was placed. Needle tip bovie piece was found under the surgical bed after x-ray was taken but not yet read. Doctor notified that upon finding the bovie piece that the count was correct.